Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device was not confirmed. Unused, sterile representative samples were successfully tested and no malfunction was noted. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(6). The three other indeflators referenced are being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending coronary artery, there was a recurring problem with the 20/30 indeflator. Four indeflators were used and the same problem occurred with all four: they would inflate well but then wouldn't deflate. The procedure was successfully completed with a fifth indeflator. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.